Event description:
Patient had the reshape dual balloon successfully implanted approximately two (2) months ago. In the last few weeks, the patient noted discolored urine and decrease in satiety. The patient is scheduled for an egd to determine if the balloon(s) are leaking.